Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were able to successfully charge both implants this weekend, on sunday when returning the recharger to the docking station, the recharger is flashing orange when plugged into the ac power supply. The following troubleshooting steps were performed: reset the device, multiple times, confirmed connections, confirmed green light on back of docking station, cleaned recharging pins. Recharger would power on by itself and flash orange when it was placed on the dock. A request was sent to the repair dept. Additional info received from patient that they got their replacement recharger and they attempted to pair it to the handset today but were unable to pair the replacement recharger to the handset. Patient stated they would keep hitting the switch recharger button and would enter the serial number of the recharger manually, but the power button of the recharger would keep flashing orange. Agent had the patient rep start a charging session. Patient confirmed that the recharger light was pulsing green. Agent then had the patient rep connect to the therapy application and manually entering the recharger serial number and the patient confirmed that the ins battery was at 70% recharging with good connection. Agent reviewed recharger function. The troubleshooting steps done during the call resolved the issue. Patient rep stated that they have an appointment with the hcp next thursday. Additional info received from the patient rep regarding an implantable neurostimulation. The reason for the call was the caller reported that when they tried recharging the implant they saw an orange light, and it seemed that the implant battery depletes faster than before. They stated that they charged the implant 4 days ago up to 100%, and yesterday, it was already at 25% but it was charging really slow. They also stated that they could not get it charge past 75% until recharger run up to 1 battery bar, then they placed it back to the dock, and charged it to 100%, and came to charge the patient again, but all it does is flashes orange. Agent had the caller power on the recharger an put it against the implant , and they confirmed seeing a green pulsing light. Agent then walked them through connecting to the recharger app, and they already saw that the battery on the left side is on 50%, and said that it's at 75% last night. Agent reviewed that battery longevity depends on the setting that the patient is programmed on. Caller then connected to the right implant and saw that it's currently at 75%, which is the same battery percentage as last night. Agent recommended to charge both implants more often than they used to, to avoid battery depletion. Recharger is working as intended during the call.